Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The catheter, handle with trigger cord and barrel were returned. Two detached blue hooks were also returned. The inner diameter of the loading catheter, the length of the loading catheter's stylet wire as well as the blue hooks were measured and verified to be within the appropriate manufacturing specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Qual assurance will continue to monitor for complaint trends.

Event description:
In preparation for ligation of oesophageal varices, the nurse started to prepare the 6 shooter saeed multi-band ligator. She first fixed the handle then went through the endoscope with the white (loading catheter to catch the string. As soon as she got the string inside the blue hook, she started to pull the other side of the white catheter (through the endoscope). But when she got out with the white catheter, the hook was gone and the string was still in the working channel with the blue hook. So she started the procedure again with the second side of the white catheter (blue hook on opposite side of loading catheter), but it happened again. So she took a new mbl. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.